Event description:
While drilling with the drill bit (1.1 x 50mm with 17mm stop), the drill bit tip (17mm) broke off and was embedded in the maxilla. The shaft of the drill bit was still on the drill. Because the broken drill bit tip was deeply embedded, surgeon said it was safer to be left in place than to remove it.